Manufacturer narrative:
Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an eyhance intraocular lens (iol) was explanted due to dysphotopsia. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the brand name, model number and catalog numbers provided in the initial report submitted were incorrect. This report is being submitted to correct the information. Fields below are updated: section d1: brand name: tecnis iol. Section d4: model number: icb00. Section d4: catalog number: unk-icb00 (incomplete), as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.